Manufacturer narrative:
Please note that the following sections were inadvertently missed on the initial MFR report and are being reported on this follow-up #01 MFR report: 3005168196-2017-01191. 1. Section a. Box 1. Patient identifier. 2. Section a. Box 2. Date of birth, age at time of event and, age unit. 3. Section a. Box 3. Sex. This report is associated with MFR report number: 1. 3005168196-2017-01192.

Manufacturer narrative:
Results: the first cat rx was kinked approximately 114.0 and 116.0 cm from the hub. Conclusions: evaluation of the returned devices revealed the first cat rx was kinked. This damage may have occurred due to forcefully handling the cat rx during preparation for use. The cat rx was advanced through the returned sheaths with only minor resistance experienced while advancing the kinked regions of the cat rx through the sheath hub. The second cat rx had a punctured and torn guidewire lumen. The puncture may have occurred during loading of the guidewire into the lumen, and likely compromised the guidewire lumen such that further use of the cat rx caused the guidewire lumen to tear. The damaged guidewire lumen allowed the cat rx to come off the guidewire, as was reported in the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01192.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat rx kits (kits) to remove thrombus in the first obtuse marginal (om1) branch of the coronary artery. During the procedure, prior to use, the hospital technologist inadvertently kinked an indigo system cat rx aspiration catheter (cat rx) at the back table; therefore, it was set aside and a new cat rx was opened. While attempting to advance the second cat rx over a non-penumbra wire and 6f guide catheter, the physician experienced tightness and the cat rx would not advance through the 6f catheter. Therefore, the physician removed the cat rx from the 6f catheter and off the wire, then up-sided the guide catheter to a 7f catheter. The physician then advanced the cat rx through the 7f guide catheter and into the target vessel. Next, the penumbra system aspiration pump max 110v (pump max) was turned on and the physician completed two passes. After that, the cat rx was pulled into the 7f and the physician performed a contrast angiogram of the obtuse marginal (om) branch of the coronary artery. The physician then decided to take the cat rx out of the 7f guide catheter. While pulling the cat rx out of the 7f guide catheter, the physician did not mention resistance; however, upon removal, the physician noticed that the cat rx was off the wire. The procedure was completed by performing a percutaneous transluminal angioplasty (pta). There was no report of an adverse effect to the patient.